Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence as the cuff stopped filling and device stopped working. There were no further patient complications.